Manufacturer narrative:
(B)(4). Date of follow-up report: 11/05/2015. A component of the superdimension system was returned and evaluated which showed the issue was not software related. An on-site service visit was performed and the issue could not be not duplicated, however the ipc was replaced as a precaution. The ipc was returned and evaluated and the root cause could not be determined.

Manufacturer narrative:
(B)(4). A component of the superdimension system, the windows logs, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the superdimension ilogic system turned off during the procedure and the physician canceled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.